Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned. The investigation was confirmed for outer catheter break and partially deployed stent. The investigation was also confirmed for bend as the catheter inner coil was evaluated as bent. The investigation was unconfirmed for fracture as the device was actually broken. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) state: indication for use: flair endovascular stent graft is indicated for use in the treatment at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts. Warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partially or fully deployed, the flair endovascular stent graft cannot be retracted or remounted onto the delivery system. Device removal after deployment can only be done with a surgical approach. Precautions: the safety and effectiveness of this device have not been established when used around a tight bend in a looped av graft. It is recommended to access the av graft at the venous side of the av graft or at the apex. Careful attention should be paid to ensure the device is appropriately sized to the actual graft diameter, taking into account any change to the stated graft diameter that may have resulted from previous interventions. The appropriate length device(s) should be selected so that the stent graft extends beyond the stenosis into at least 10 mm of the non-diseased graft towards the arterial inflow and into the non-diseased vein approximately 10 mm beyond the stenosis. During deployment of the stent graft, the entire length of the delivery system should be kept as straight as possible in order to mitigate the potential for distal stent graft misplacement. After full stent graft deployment, wait a few seconds to allow for complete device expansion before removing the delivery system over the guidewire. Stent graft dislodgement has been reported during removal of the delivery system; therefore, careful attention should be paid during this portion of the procedure to prevent such occurrences. In case of placement of two stent grafts (overlap), use the same device diameter in both cases. If a flared device is used to overlap, do not deploy the flared end inside the first stent graft. Ensure a minimum 10 mm overlap of the devices. Potential complications and adverse events: stent graft specific events that could be associated with clinical complications include stent graft misplacement, stent graft migration, stent graft fracture, stent graft kinking, insufficient stent graft expansion and stent graft embolism. Delivery system specific events that could be associated with clinical complications include bond joint failures, detachment of parts, incompatibility with accessory devices, premature deployment, inaccurate deployment, failure to deploy, high deployment forces, delivery system kinking, no visibility under fluoroscopy, inability to track to target location, and blood leakage from delivery system (hemostasis). Stent graft size selection: special care must be taken to ensure that the appropriate size flair endovascular stent graft is selected. The stent graft body diameter should be approximately 1 mm larger than the synthetic av access graft diameter. (B)(4).

Event description:
It was reported that during an endovascular stent graft placement procedure in the brachial cephalic vein via the right upper arm, loop graft, the stent graft was allegedly unable to deploy and the outer catheter sheath allegedly fractured. The delivery system was reportedly removed without issues and exchanged for another in order to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an endovascular stent graft placement procedure in the brachial cephalic vein via the right upper arm, loop graft, the stent graft was allegedly unable to deploy and the outer catheter sheath allegedly fractured. The delivery system was reportedly removed without issues and exchange for another in order to complete the procedure. There was no reported patient injury.